Event description:
The customer reported that while the unit was in use on a pt, the unit shut-off. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply. The unit was tested to factory specification. It functioned normally, and was returned to the customer.